Event description:
It was reported that the device had a power on reset (por). The patient is atrially dependent and the physician did not want to risk another por so the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.